Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4): the full lead was returned and analyzed. No anomalies were found. Blood was observed in/on the helix/lobe mechanism. (B)(4): the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was observed on the outer tubing overlay and in/on the helix/lobe mechanism. The outer tubing overlay was breached cut and apparent explant damage was noted.

Event description:
It was reported that the right ventricular (rv) lead had decreasing r-wave during the post-operative check. The rv lead was explanted and during the replacement procedure a rv lead was attempted but not used due to becoming stuck in the introducer sheath. Positioning/fixation difficulties were noted. A new rv lead was successfully placed. No patient complications have been reported due to this event.